Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 30, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 30th dec 2024, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for the sensor and the transmitter further investigation. The transmitter was not returned to senseonics by closure of this complaint. This was a courtesy transmitter replacement and is not needed for investigation.sensor was returned from the field. Upon receipt, a visual inspection showed a significant portion of hydrogel was observed to be missing from the long end, over the back of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. The functional testing did not reveal any anomalies. There may have potentially been some transient optical instability due to the in-vivo state of the sensor hydrogel, which is not reproducible in the lab. As per resolution, RMA was authorized to offer the user a sensor replacement along with a courtesy transmitter replacement. B4. Date of this report 29 march 2025. D4. Updated additional device information. G3. Date received by the manufacturer? 29 march 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1307. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 44.